Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.